Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that in the last few days their tremors returned and their shakes were "really coming through." The patient thought their wireless recharger (wr) was going "haywire" because it was making beeping tones and powering off after charging the ins for only 5 minutes when it normally took them 20-30 minutes to charge the ins. The patient mentioned that yesterday they spoke with a mdt employee, and the employee told the patient they would be overnighting replacement equipment. The patient had not received replacement equipment, so they wanted to ensure mdt had the correct address. Agent found no recent records of the patient or mdt employee calling patient <(>&<)> technical services (pss). During the call, the patient placed the wr on their ins and within a few minutes the wr made beeping tones to indicate the ins was fully charged, then the wr powered off. Agent reviewed that the wr was working as expected. Pss received an additional call from patient representative (pt rep) in regards to receiving a package (patient programmer) from manufacturer representative. The caller was unsure what do with the equipment. Pss attempted to walk the caller through the steps of synchronizing with the programmer with the ins but they kept getting the poor communication screen. Pss had the caller remove the antenna and attempt to synchronize to the ins and they were able to connect. The caller stated that the ins showing off and battery ok. The caller stated that they charge the ins everyday for about 20-30 minutes when they are getting ready for bed. Pss assisted the caller with resuming therapy. The caller stated that the ins was showing 100% per the programmer. The caller stated that they have not had any surgeries recently. Pss had the caller start a charge session and no issues were found with the wr.